Event description:
During a review of the event history for another report, it was discovered that failure code 703:00 occurred during infusion and caused and interruption during delivery. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available. The user interface module master software is currently unknown.

Manufacturer narrative:
(B)(4). The device will not be sent back to baxter for evaluation. The device has been evaluated on-site by baxter. A follow-up medwatch report will be submitted when the evaluation results or additional information becomes available. This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us.

Manufacturer narrative:
(B)(4). A trend review has been performed and there were similar reports made to baxter. The root cause will continue to be investigated in CAPA (corrective and preventive action) investigation (B)(4).

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition was confirmed, but not duplicated. The assignable cause could not be determined at this time. The device has not been repaired for the reported condition. Additional: the user interface module master software version is 6.63.90, categorized as remediated.